Event description:
While using a stryker suction irrigator ref#250-070-500, the md noted something white in the pt's abdomen. The dr retrieved the white speck out and noted that it was a small plastic piece. The item - suction irrigator - was examined and had some loose plastic pieces around where threads had been milled into the appliance. It is our belief that this is the source of the plastic in the pt. The piece was retrieved out of the pt, but if the doctor had not seen the piece then it could have resulted in more surgery or injury.